Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was not working properly and the device was sent back to the repair ctr. Additional clinical info determined that the device was never used on a pt and the reported issue was found while setting up the device. The surgery was delayed by one day while an alternate device was obtained to complete the procedure. The delay was deemed an emergency as the pt was anesthetised and the procedure had to be completed and an alternate device was needed quickly.